Event description:
It was reported that within a few days of implant, there were high thresholds and a lead dislodgement, with difficulty in positioning noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.